Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device found the balloon was burst. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner as to how the device was handled, the technique used by the physician during the procedure, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found out that the balloon was burst.